Manufacturer narrative:
This supplemental report is being submitted to provide the device return evaluation, review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The unit was received for evaluation and was unable to duplicate the intermittent cutting issue. The fault log did show error code 400 ref 26 which is generated if an electrode is attached and activated without a saline solution being present or there is an electrode connection fault. The unit has water damage on the front middle crew and around the base plate. The left handle of the front panel is cracked and the unit had multiple scratches. The unit was repaired accordingly, and it passed inspection. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation: during testing the unit passed all functional tests and a two hour burn-in tests. The fault log did show error code 400 ref 26, this would be consistent with the customer's claim of getting a check irrigant error. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during a therapeutic procedure, the device output was found to be cutting out intermittently when using the cut feature. There was no error reported other than ¿check irrigant error¿ error message. The intended procedure was completed using the same device. No further details provided regarding the event. No known patient harm or injury was reported. No user injury reported. The device was being sent to olympus for further evaluation as the device was suspected to have a low output issue and power fluctuations.